Manufacturer narrative:
Correction: b1, b2.

Event description:
It was reported that during a device check, the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibitions, low and out-of-range impedance and unstable capture thresholds that had raised. The patient's right atrial lead exhibited noise over-sensing resulting in pacing inhibition, low impedance and unstable capture thresholds that had raised. Both leads were capped and replaced on (B)(6) 2024. The patient was discharged following the procedure. Related MFR number: 2017865-2024-69491.